Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient presented to the clinic for an appointment and stated her implant was discharged. It was noted that this would be the patient¿s third overdischarge. The patient was going to meet with the physician at a future time and decide what to do about the situation during that consultation. Additional information was received from a manufacturer representative (rep). It was reported that the patient thought they had a physician mode recharge performed in the past twice before. The overdischarged was caused by a lack of compliance with recharging. The patient was not interested in rebooting the ins and may pursue a pain pump in the future. The patient plans to leave the ins implanted in an overdischarged state. No symptoms or complications are anticipated.